Event description:
As reported by the edwards territory manager, during a transapical tavr procedure the 23mm sapien transcatheter heart valve was placed safely but too ventricular for the physician team's preference. A second 23mm valve was placed slightly (5-6mm) aortic to the first valve successfully. The patient was reported as being stable following the procedure. Additional information: the image intensifier angle was unknown. Coaxial alignment of the valve and delivery system was described as fair. Ventilation was held during deployment and there was no loss of pacing capture lost during deployment. The aortic valve/leaflet and aortic root calcification was described as moderate.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, there was no report of valve dysfunction or aortic regurgitation following deployment of the first valve. A second valve was implanted at the discretion and/or preference of the implant team. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
(B)(4). Additional information was received from the facility indicating this patient developed complete heart block after the first valve was deployed. The patient required a temporary pacemaker and was implanted with a permanent pacemaker at the end of the tavr procedure. In addition, the patient expired two days post tavr, the cause of death was acidosis. The death was unrelated to the sapien valve. Per the sapien valve instructions for use (IFU), conduction abnormalities are a known complication during or after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, in addition to the procedure itself, it is possible the patient's underlying cardiac pathology may have caused or contributed to this event.